Manufacturer narrative:
Complaint no: (B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2016. The reporter¿s phone number was reported as (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique. The breach was further described as the patient did not wash their hands during therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On an unknown date in the same month as event onset, the patient was hospitalized for the event. The patient was treated with cefazolin (intraperitoneal, dose, frequency, and route were not reported) and ceftazidime (intraperitoneal, dose, frequency, and route were not reported) for peritonitis. ¿a few days later¿ the peritoneal effluent culture result was received and treatment with cefazolin was discontinued. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the peritonitis event. It was not reported if the patient was retrained in aseptic technique. On an unknown date in the same month as the event onset, dianeal therapy was discontinued and the patient was transferred to hemodialysis therapy. No additional information is available.